Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A complete grip was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment broke off a fenestrated bipolar forceps (fbf) instrument and fell inside the patient's abdomen. The foreign body was searched for extensively in the abdomen, and intraoperative x-rays were taken. However, the fragment was not found. This instrument issue prolonged the duration of the surgery which was completed robotically. A CT scan was performed postoperatively, revealing the foreign body was located behind the liver. The patient will undergo a second operation to remove the foreign body. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was thoroughly inspected prior to use, including during sterilization and in the operating room, with no damage or abnormalities noted. During the surgical procedure, the device was being used for dissecting when a fragment of the instrument fell inside the patient. The instrument had been in use for approximately one to two hours before the incident occurred, and no functional issues were observed by the surgeon during the procedure. There was contact between the instrument and other instruments, as well as with the patient¿s anatomy during the surgery. According to the customer, the fragment fell inside the patient during an instrument or accessory collision. Upon removal of the instrument through the cannula, the customer did not feel any resistance. There was no damage to the cannula nor any additional damage to the instrument noticed after the event, aside from the break point itself. Efforts to recover the fragment included performing a mini-laparotomy followed by laparoscopic search. The patient has not returned to the hospital with any post-surgical complications related to a retained foreign object although a second surgery is being planned as a precaution.